Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the device experienced difficulty with making display screen selections; the overlay was replaced. It was also noted that latch tabs were broken off of the cord door; the cord bay was replaced. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced difficulty with "end session" and other display screen actions, such as flickering, while interrogating a device; the stylus was changed out, which did not resolve the issue. The session was ended, and a different programmer was used. The programmer has been returned for repair. No patient complications have been reported as a result of this event.